Event description:
It was reported that while using the wireless recharger the green lamp indicated charging was completed by lighting up, even though charging the ins was not completed from the day before yesterday. The the orange lamp was lit up and could not be released. When the device was pressed and held for more than 30 seconds they reconnected the docking station and tried to exit the application. The error of 3169 was displayed during the issue. The product would be replaced, but the issue was not resolved. Additional information was received: it was reported that the cause of the 3169 error was unknown. The power button lamp was continuously flashing in orange. Replacing the wireless recharger resolved the issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(4) ubd: , UDI#: g2. Foreign: jp h3. Analysis of the returned wireless recharger (serial # (B)(4) ) confirmed the patient's complaint. The device was not powering up or charging. Device logs indicated a battery communication failure. Further analysis found a battery pack communication failure. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.